Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that a hardware failure had occurred in the main drawer. A field service engineer (fse) found that row c and d in full-height drawer were not detected on the bus. All row boards were verified to have lights. All cables and wires were reseated. The retractor band and pyxibus cable were examined. The system was rebooted. Operability was verified, and the hardware test application was completed. The system functioned as intended after the device was repaired by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a hardware failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.